Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that their quality controls were within acceptable range and there was no instrument error during the time of event occurrence. A siemens headquarters support center (hsc) specialist reviewed the instrument data, which was inconclusive. The hsc specialist stated that the cause of the issue could be attributed to an improper spin or a pre-analytical factor affecting the sample. If there were issues with spinning the errors would have been detected. However, there were no spinning errors reported by the customer. If the sample was not allowed to clot completely then particulate matters in the sample could be the attribute. The hsc recommended the customer to monitor for reoccurrence and review pre-analytical handling of samples. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower and matching the clinical picture of the patient. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.